Event description:
It was reported that prior to starting a da vinci si surgical procedure a wire was loose, not separated on a fenestrated bipolar forceps instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The pitch cable was broken at the distal clevis hub creating the loose tension reported on the opposite side. The cable segment that contains the crimp was still installed in the clevis. Additionally, there were indentations at the edge and visible scratches on the surface of the of the distal pulley. Engineering concluded the indentations and scratches were likely due to mishandling / misuse. Additional observation not reported by the site were the distal end of the main tube had various scratch marks showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Engineering concluded the damage was likely due to mishandling / misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable and tube abrasions with material removal, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.